Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information does not change original investigation results.

Event description:
It was reported a patient underwent left hip arthroplasty. Subsequently patient underwent revision approximately 2.5 years later due to pain, elevated ion levels, and a removal of a pseudo tumor. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #6200-54-22 trilogy shell lot #63418472, item # 6310-50-32 trilogy acetabular liner lot# 63312536, item #0062506530, bone screw 30mm lot #63327645, item #0062506520, bone screw 20mm lot #63240736. Customer has indicated that the product will not be returned to zimmer biomet for investigation as products remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00471, 0002648920-2019-00456, 0002648920-2019-00452, 0001822565-2019- 02604.

Event description:
It was reported a patient underwent left hip arthroplasty. Subsequently, date in 2016. Subsequently patient is experiencing pain, elevated ion levels, and a removal of a pseudo tumor. Additional information was requested however, none was available.